Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2018, a 29mm epic stented porcine heart valve w/flexfit system was implanted in the mitral position due to severe mitral regurgitation (mr). Since last year (2020), mitral valve degeneration was observed. Transesophageal echocardiography (tee) performed last year showed mitral valve area (mva) was over 1.0, as well as moderate stenosis. On (B)(6) 2021, the patient fainted and fell. Subsequently, the patient was referred to the hospital for plastic surgery due to a sternum fracture. The patient has a past medical history of well-controlled pulmonary hypertension (ph), however the severity of ph worsened as mitral stenosis (ms) progressed; re-operation is not being scheduled and the patient is being monitored closely. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information sections: h6, h10. An event of moderate stenosis and "mitral valve degeneration" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.